Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was, mentioned that the medication shows up grey on the pyxis med list with a little grey triangle and exclamation mark inside the triangle. The users were not able to dispense the cups but can override them. The customer confirmed that the issue was resolved by the epic team and device working as expected.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the reports were not gathering correct data. The customer stated that this malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to dispense the lactulose cups for this med order, the medication shows up gray on the pyxis med list with a little gray triangle and exclamation mark inside the triangle. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.